Event description:
Caller received an unexpected inratio result = 1.2. Testing was performed while on the phone with technical service rep and an inratio result = 3.6 was observed. Time between tests; within 30 minutes. Therapeutic range: 2.5-3. Wife brought meter to pt self tester's finger to collect sample and continued to hold it in her hand. The meter not in correct mode when fingerstick performed; multiple drops of blood were added; touched finger to sample well.

Manufacturer narrative:
Investigation pending.